Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: "it was reported that the syringe was leaking. Event description per attached email states: "caller reported syringe leaking all over as he was trying to load it. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn: 309657. Product lot#: 8344619. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required." Q/I: where was it leaking from? Barrel, needle, hub, plunger, etc. Who has the sample for investigation? Name, shipping and email addresses and phone number of person with damaged product".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 8/7/2020. H.6. Investigation: one sample received for investigation. Evaluation was performed on the 3ml syringe for leakage and any defects or molding on the product. No defects were observed, results were satisfactory. During the documentary review, no records of quality notifications were found during the manufacturing process that could be directly related to the defect reported by the customer, the batch was inspected and subsequently approved in accordance with the current work instruction. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: "it was reported that the syringe was leaking. Event description per attached email states: "caller reported syringe leaking all over as he was trying to load it. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn 309657. Product lot #: 8344619. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required." Q/I: where was it leaking from? Barrel, needle, hub, plunger, etc. Who has the sample for investigation? Name, shipping and email addresses and phone number of person with damaged product."